Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy procedure within the stomach. According to the complainant, during the procedure, no electrical current was conducted through the device for cautery. The generator was swapped, but the probe still failed to deliver energy. The procedure was completed using a second injection gold probe. Reportedly, the injection gold probe was not tested prior to use and no device damage was noted. Additionally, both generators were tested and worked properly. No adapter cord was used. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy procedure within the stomach. According to the complainant, during the procedure, no electrical current was conducted through the device for cautery. The generator was swapped, but the probe still failed to deliver energy. The procedure was completed using a second injection gold probe. Reportedly, the injection gold probe was not tested prior to use and no device damage was noted. Additionally, both generators were tested and worked properly. No adapter cord was used. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The exact event date is unknown. However, the procedure reportedly took place during the first week of (B)(6) 2012. The reported event: probe fails to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. A functional evaluation was performed and the needle extended and retracted normally, after actuation of the handle. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.